Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed [ low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2024. Transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. A pump stop event was captured on (B)(6) 2024, consistent with full battery depletion and subsequent pump stop. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. The IFU also addresses pump parameters, including pump flow and pulsatility index (pi). The IFU outlines situations that can result in low flow, including changes in patient conditions. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). The IFU also explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and heartmate 3 lvas patient handbook outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient condition can result in low flow. The heartmate 3 lvas pocket guides to alarms for patients (document #(B)(4)) and clinicians (document #(B)(4)) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2024-01641 it was reported that the patient's log files were submitted for evaluation. A review of the log files found that a power source change from depleted batteries to fully changed batteries was performed on (B)(6) 2024. On (B)(6) 2024, the log files showed a reduction in the estimated flow values that led to a few low flow alarms. On (B)(6) 2024 a low power advisory alarm occurred at around 12:15 am. A low power hazard alarm then occurred at 2:43 am. Then at 2:53 am a no external power alarm occurred, and the backup battery was used to support the system. The power save mode was then initialized, and the pump speed reduced to the low speed of 4400 rpms. The backup battery was able to maintain this pump speed until 5:31:24 am. Thes alarm continued for the remainder of the log files. At 5:31:29 am the backup battery was dully depleted, and the system controller was unable to maintain its time/date setting. The patient was found in unresponsive/expired in their home with their pump off and with depleted batteries on (B)(6) 2024. It was thought that the patient may had been asleep on battery power and during the sequence of the alarms. At an unknown time, the system controller was connected to the power module and the internal controller clock was synced with the system monitor to show 1:19 pm on (B)(6) 2024. The cause of the patient's death was unknown, it was described to have been a coroner's case. The patient was not transported to the hospital and an autopsy was not performed. No product returned.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.